Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 12/16/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 348mg/dl and 378mg/dl. Reviewed meter memory: (B)(6). Customers concern: with 420 and 343 mg/dl on (B)(6) 2015 3:46:00 and 3:46:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 12/16/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 348mg/dl and 378mg/dl. Reviewed meter memory: (B)(6). Customers concern:with 420 and 343 mg/dl on (B)(6) 2015 3:46:00 and 3:46:00 pm. No adverse event reported.